Manufacturer narrative:
An extended investigation has also been performed. The returned puck was unable to test due to the not compatible error message being observed during extraction of sensor data using evaluation module (evm) and patch reader software. The error occurred during reprogramming of the sensor puck in phase1. Therefore, issue close to unable to test. Section h6 (investigation findings) code c20 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h6 (adverse event problem), h2 (if follow-up, what type), h3 (device evaluated by mfg), h3 (evaluation summary attached) were incorrectly documented in the previous report. Correction has been made.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. As a result, the customer experienced symptoms described as sweating, dizziness and had a loss of consciousness. The customer was reported to have been able to self-treat (unspecified); however, it was also reported they were in contact with a healthcare professional (hcp) who obtained unspecified scan results from their hcp meter. There were no reports of any treatment provided by the hcp to the customer. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. As a result, the customer experienced symptoms described as sweating, dizziness and had a loss of consciousness. The customer was reported to have been able to self-treat (unspecified); however, it was also reported they were in contact with a healthcare professional (hcp) who obtained unspecified scan results from their hcp meter. There were no reports of any treatment provided by the hcp to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly and no physical damage was observed on the sensor patch. Data was extracted using approved software and an error was observed during reprogramming. Additional investigation is required. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.